Event description:
It was reported that the patient was explanted due to an infection around the ipg site. The symptoms of infection were oozing, warmness and redness at pocket. The patient was given IV and oral antibiotics. The patient was reportedly doing fine.

Manufacturer narrative:
Explanted devices will not be returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted if there is any further relevant information from that review, a supplemental medwatch will be filed.